Event description:
It was reported with the use of the bd vacutainer eclipse signal blood collection needle integrated holder there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed, although the flash chamber appeared to be filled with blood. Additionally, evaluation & testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder there was an issue with leakage. There was no report of injury or medical intervention.